Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for the difficulty with withdrawal of delivery system through introducer sheath/valve cannot be determined or confirmed in the laboratory setting. The cause for broken components cannot be determined; however, it may be related to the reported difficulty with withdrawal. Interactions with other devices or accessories could not be confirmed or dismissed with the available information. The failure mode broken components-general was confirmed during the engineering evaluation. The balloon cover material was returned separated from the delivery catheter. During the engineering evaluation, 360-degree bonds were observed at both the distal tip and proximal end tie locations. There is no evidence which would suggest that the bond formation did not occur per specifications. The origin and the nature of the observed material attached to the end tie film cannot be confirmed. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment of a leriche syndrome including an in-stent occlusion of stent device, smart stent, from aorta to external iliac artery using reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the treatment, non-gore sheath devices, 16 fr optimo ppi, were inserted from bilateral groin artery and optimo balloon was expanded around 8 mm. Smart stent devices were implanted using kissing technique. Vbx devices were implanted to extend distally for bilateral smart stent with .035 inch radifocus stiff guidewire. The vbx device catheter was removed from the right side without any issues. When removing the vbx device catheter from the left side, a strong resistance was felt in the sheath. The vbx device catheter was able to be removed, however the vbx device catheter balloon was supposed to be white but was transparent. The sheath was removed and flushed, then a white ptfe was appeared. Another vbx devices were implanted to extend distally in bilateral using a normal 6 fr sheath. Another smart stents were implanted to extend distally in bilateral. The patient tolerated the procedure. The physician stated that the right side was fine, but only in the left side a strong resistance was felt. This might be an individual product difference.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.